Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00208 & 0001032347-2019-00209.

Event description:
It was reported that there was a revision due to a sternal complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00208-1 & 0001032347-2019-00209-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence suggesting the revision was performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. No product was returned and the distributor reported the parts were discarded. According to the pay-one-price form signed and submitted by the surgeon, the revision was due to sternal complications which indicates there is no alleged malfunction of the production and this could be due to patient condition. However, the surgeon signed 'yes' to if the revision is related in any way (even if not the primary cause) to the sternalock device utilized in the patient's original procedure. There is insufficient information and materials provided to make this determination. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00209-2 & 0001032347-2019-00208-2.

Event description:
This follow-up report is being submitted to relay additional information.